Event description:
It was reported that a cartridge change error occurred, indicated by the pump not detecting the cartridge. There was no information available on any impact to the customer's blood glucose level. There was no additional information or corrective action taken.